Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure one side of the force bipolar instrument broke off while in use and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The force bipolar instrument was returned for failure analysis evaluation. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 14.87mm in size was found to be broken off. The broken piece was not returned with the instrument. The instrument was also found to have a broken conductor wire broken at the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.